Manufacturer narrative:
(B)(4). Batch number # p57k8k. Investigation summary: the analysis results found that the ats45 device was received with the anvil misaligned and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with cartridge deck damaged. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. The damage to the anvil and cartridge is consistent with the device being clamped over an excess of tissue cause the anvil to become misaligned. It should be noted that all devices are test fired during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure the stapler blade was not retracting. It misfired and they were unable to use it. There were no patient consequences reported.